Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that he obtained error 4 messages on his onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he started getting error 4 messages on (B)(6) 2018. The patient was unwilling to provide details about the medications he takes to manage his diabetes. He denied making any changes to his usual diabetes management routine following the start of the alleged issue. He reported that he became he ¿disoriented¿ an unknown time after obtaining the error messages. He denied receiving any treatment for his symptom above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and the test strips were within expiry date and had been stored correctly. The patient described the correct testing steps and confirmed that the test strip completely drew in the sample of blood. The cca provided education to the patient and walked him through a retest but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Disoriented , after obtaining error 4 messages on the subject meter and continuing with his usual diabetes management routine.